Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to infection and drainage at the pocket site. The ipg site was debrided and flushed with antibiotics. The patient was reportedly doing fine after the explant procedure.